Event description:
The user facility reported that an employee had difficulty breathing and coughing while using prolystica. Three other employee reported headaches while using the product. The employee subject of the reported event went to employee health for a work related illness; no medication was administered. The employee missed no time from work and is fine with no sustaining injuries.

Manufacturer narrative:
The user facility uses an acu-sinq dosing system to dispense the product. The steris account manager stated that the acu-sinq dosing system was operating properly. Product labeling states: "warning: contains subtilisins (proteolytic enzyme) (cas# 9014-01-1) irritating to eyes and skin. Prolonged or frequently repeated contact to subtilisins may cause allergic reaction in some individuals. Do not get in eyes, on skin or clothing. Wear protective eyewear and gloves. Do not breathe mist spray." The user facility has since discontinued the use of prolystica.